Manufacturer narrative:
(B)(4). Concomitant medical products: pt-106056 regen/rnglc+ multi 56mm sz 24 360640 163670 32mm mod head cocr +3mm neck 00j3235778, 22-300917 arcos 17x190mm spl tpr dist ha 504230, 11-302102 arcos troch claw small 100mm 085570, 11-302142 arcos lateral troch bolt 42mm 398520, 22-301321 arcos con sz a std 70mm ha 013730, unk screw, ep053254 ringloc-x e1 h/w 54/32mm 24 3276013. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This product is manufactured by zimmer biomet and is not cleared or distributed in the u.s., however, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states under 510(k) number k090757.

Event description:
It was reported that the patient underwent an incision and drainage approximately two years post-implantation due to subcutaneous abscess.